Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. Fse was dispatched and on 13-jun-2016 replaced 2 way solenoid valve for buffer #3. The most probable cause of the reported event was a failure of the 2 way solenoid valve.

Event description:
On (B)(6) 2016 the customer reported intermittent low pressure with their hlc723g7 analyzer. Can do drain flushes and get pressure back up, run for a bit and then it falls out again. This is happening for several days. The customer is unable to run hba1c patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.